Event description:
The dealer states the joystick will turn on but not turn off. No additional details were provided by dealer regarding the patient or the usage of the chair. The dealer did not mention injury or property damage.